Event description:
The field engineer reported that the system displayed precharge voltage error messages. This error message will likely prevent the system from booting up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator batteries were replaced. The system was then found to be operating as intended.